Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to pain. MRI scan has confirmed armd.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Visual examination of the components has highlighted a clear wear patch and wear stripe on the ceramic femoral head, as well as extensive metal transfer. Such features are suggestive of edge loading which may have been due to the acetabular position or the patient may have had a degree of joint laxity. In this instance, the acetabular angle of inclination was below the recommended value from the relevant surgical technique and the acetabular anteversion angle has changed by 8° during the first three years of implantation. It is not known if the acetabular shell migrated further during the approximate 7 year and 8 month implantation period. Radiographs taken prior to the revision procedure are required in order to confirm this. The adverse wear exhibited on the articulating surfaces of both components is likely to be the source of the elevated metal ion levels. However, as current knowledge on the relationships of between pain, armd and metal ions levels is not yet clear within the orthopaedic community for ceramic-on-metal articulations, a definitive conclusion regarding the root cause for the revision of this device cannot be made. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.